Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an ilet system using a steel cannula infusion set with 23-inch tubing, with blood glucose reaching 291 mg/dl and remaining above range for approximately 1.5 hours; delivery was resumed multiple times without resolution until the connector and infusion set were replaced, after which delivery was resumed. Symptoms included hyperglycemia without associated acute events. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education, including confirmation of correct attachment of the cartridge to the internal connector during supply replacement. Investigation of this case revealed an insulin flow occlusion that resolved only after changing the infusion set and connector, consistent with an infusion set or connector-related obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion pathway occlusion attributable to disposable components.